Manufacturer narrative:
H10: a biomed engineer (bme) reported the power supply was replaced and the issue was resolved. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting the battery on the v60 ventilator would not charge. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The device could not charge the battery and there was no voltage. The bme determined the power supply had failed and required replacement. The rse provided the replacement part details for customer order as requested. The investigation is ongoing.